Event description:
This chair tipped over while the client was riding in it on public transportation. The chair was not properly tied down and the client was not restrained by a vehicle safety belt.

Manufacturer narrative:
The client was riding on public transportation with out having the chair tied down. Page 84 of the permobil c300 manual clearly states. "Transportation in motor vehicles. Permobil recommends that users not be transported in any kind of vehicle while in their wheelchair, unless the user is in an approved permobil wheelchair configuration, has secured the wheelchair according to the appropriate crash test standards, and is using a seatbelt attached to the vehicle. The only other safe alternative is that users be transferred into factory vehicle seating for transportation and use safety restraints made available by the auto industry. Unless using a crash-tested approved permobil wheelchair, never sit in your wheelchair while in a moving vehicle. In an accident or sudden stop, you may be thrown from the chair and seriously injured or killed. Permobil positioning belts are designed to position the user only and not to protect you in the event of a motor vehicle accident. The positioning belts do not replace use of a vehicle mounted restraint." This client did not have the chair properly restrained and did not have herself properly restrained. This is a case of user error. Device is not the cause of the incident.